Event description:
It was reported that the receiver display was frozen. The product was evaluated. An external visual inspection was performed and passed. Receiver charge test was performed and failed due to moisture damage. Receiver boot test was performed and failed due to due to moisture damage. Functional test was not performed due to due to moisture damage. A touchscreen manual button test was not performed due to moisture damage. Internal visual inspection was performed and failed due to water damage. The receiver log was not downloaded for review due to moisture damage. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.